Manufacturer narrative:
Incomplete device returned. Forwarded to original manufacturer for evaluation (which is not yet complete). Additional mdrs associated with this event: 3025141-2018-00124: product 2. MDR is being filed late due to an oversight when the complaint was filed.

Event description:
Callos would not flow through the cannula properly. Caused an approximate 15 minute delay in surgery.